Event description:
It was reported that the physician programmer was unable to communicate with the patient's neurostimulator. It was not possible to estimate battery life as current device settings were unavailable, though the patient reported she was at 6.0 volts and a dead battery was suspected. The hcp reported that the cause of the event was premature depletion and ipg failure in two years, and the patient's neurostimulator was replaced. The patient did not require hospitalization, and the patient recovered without sequela. It was noted that impedance on the 0 contact was above 4,000 ohms, but the lead was not replaced.

Manufacturer narrative:
(B)(4). Lead model 3093-28 lot# v268625 implanted: 2010-(B)(6) explanted: na; programmer model 3037 (B)(4).